Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 13. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and immediate extraction site. On (B)(6) 2022, the implant was removed upon clinician¿s decision. Patient presented with bone type iii and inadequate bone quality/quantity. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis and mobility. No further patient complications were reported.